Manufacturer narrative:
(B)(4). Baxter has not received this device for evaluation. A supplemental MDR will be sent if the device is returned to baxter for an evaluation.

Event description:
It was reported that a device would not accept the drug library. There was no patient involvement.